Manufacturer narrative:
A vitrectomy probe sample was received for an aspiration failure. For this complaint file, the final customer lot was identified. The device history record reviews do not point to a root cause because all lots were released based on the MFR's acceptance criteria. A complaint history review indicated no additional complaints were associated. The vitrectomy probe was visually examined using 25x magnification. The vitrectomy probe was determined to be visually nonconforming due to a bent needle. The product sample was functionally tested for actuation and aspiration. Both the actuation and aspiration tests were deemed conforming. The aspiration of the vitrectomy probe was determined to be conforming, however, the bent needle that was observed could potentially cause aspiration issues. The reason for this vent needle could not be determined. (B)(4).

Event description:
An ophthalmic surgeon reported that the cutter's aspiration failed during a vitrectomy procedure. The procedure was completed after replacing the product with another one. There was no harm to the pt. Additional info provided during mfg's investigation indicated that the aspiration of the cutter was found to be functioning.